Event description:
The customer reported that the mx40 device had no audio. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.